Event description:
The following was reported to davol by the patient's md: it is alleged the patient underwent repair of bilateral inguinal hernias using two 3d max mesh on an unspecified date and two years later in 2013, the patient presented to md (not the implanting surgeon) with an open wound just beneath the umbilicus which was draining purulent fluid. The patient underwent CT scan at which time a catheter was placed to drain fluid from the wound. Wound cultures revealed many gram positive bacteria. Md indicates the infection tracts down to both mesh which have become infected. Patient is being treated aggressively with antibiotics.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional information. It has been alleged that the patient developed and is currently being treated for infection. Without a lot number a review of the manufacturing records could not be conducted. Additionally, the mesh remains implanted. This MDR includes all patient, event, and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00571 for information related to the other 3d max mesh implant.